Manufacturer narrative:
Date of event: unknown. Samples have been returned for evaluation but not yet evaluated. However, the manufacturing site in (B)(4) conducted a no sample investigation on 7/10/2017. Forty retention samples were evaluated with acceptable results. The inspection test ¿torque to break¿ and ¿torque to unseat¿ was performed to the units (20 units tested for each) with satisfactory results. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6323810. Conclusion: a conclusion is not yet available as the investigation is still in progress. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during blood transfer with a bd vacutainer blood transfer device with luer adapter ,the connector tip broke/snapped mid-way through and blood sprayed in her face, mouth, and down her neck. The user is receiving infectious disease testing.

Manufacturer narrative:
Correction: catalog # 302885, lot # 7082511, exp date: 03/31/2022.

Manufacturer narrative:
Investigation: three customer samples were received after the investigation closure. Samples were visually inspected and the reported condition has not seen. Samples were sent to (B)(4) for testing on 7/31/17. Conclusion: an absolute root cause for this incident cannot be determined. When the investigation is complete a second supplemental will be submitted.

Manufacturer narrative:
Investigation summary: bd received 5 unused samples from the same btd incident lot (lot number 6323810) from the customer facility. One photo that was submitted by the customer that showed an unused btd connected to an unused luer lok¿ 10ml syringe. Bd received 3 unused samples from the customer and 5 unused samples from juncos retains for the btd incident lot (lot number 6323810). The samples were reviewed an evaluation was conducted utilizing CT scanning of the btd dimensions in relationship to the model drawing (per drawing ref (B)(4)) but special consideration was taking into account the drawing specifications related to the btd¿s direct interface with the luer-lock syringe. It is important to note that when the incident lot was released at the plant, it met all specifications as per the current manufacturing process requirements. All samples measured through CT scanning were observed to be within the acceptable specifications as called out on (B)(4). A combination of the btd and mps syringe lots were evaluated, by manually assembling them at bd flks, to determine if there was any form and/or fit interference issues, as they relate to the condition reported. The btd device and syringe were assembled as per the IFU which indicates that the user should ¿rotate the syringe clockwise until it fits securely on the hub¿ [of the btd]. Following assembly, the samples were visually examined by quality and r&d representatives from pas and mps business units and there was no evidence of damage, misalignment, or luer adverse interference between the products. Then, further qualitative evaluation of the assembly was conducted by the team utilizing CT scanning images, and confirming there was no evidence of damage (i.e., fracture) to the luer, hub, or syringe, or luer-mating surface voids, or obstruction to the internal flow path. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality nonconformance during manufacturing of the product. Based on the evaluation of retain and customer samples submitted to bd, and a thorough analysis of the devices conducted both separately and assembled, it did not indicate any issues that would relate to the failure mode observed by the customer, and it could not be replicated (i.e., crack to hub on btd). Testing conducted at both the manufacturing plant and bd headquarters (via CT scanning for additional reference) showed no evidence of damage (i.e., fracture) to the luer, hub, or syringe, or luer-mating surface voids, or obstruction to the internal flow path, as all results were found to be acceptable. Furthermore, the manufacturing records were reviewed and no issues were observed during the manufacturing of these products. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.